Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional patient identification: (B)(6). Patient age or date of birth and weight are not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacture location: synthes (B)(4). Manufacture date: august 22, 2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported during a perforation of the distal blocks procedure on (B)(6) 2017, the drill bit broke. The tip of the drill bit could not be retrieved and remains embedded in patient bone. Procedure was completed successfully with a delay of approximately 30 minutes due to the broken drill bit. This report is for one (1) drill bit this is report 1 of 1 for (B)(4).